Event description:
Pt scheduled for surgery for malfunctioning mediport. Upon removal, the catheter was found to be severed about 4 cms from catheter to port. Radiographic retrieval required to remove broken section.